Manufacturer narrative:
The cause for the discordant vitamin d total results is unknown. The instrument is performing within specification. No further evaluation of the device is required. The IFU states in the results section: "results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." The IFU states in the limitations section: "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis."

Event description:
Elevated advia centaur xp vitamin d results were obtained on samples from four different patients. The samples were diluted and tested. The results were lower. The patient samples were tested again neat and the results were lower. The diluted results were reported. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the vitamin d discordant results.